Manufacturer narrative:
Insulin pump received with a broken reservoir tube lip, broken battery tube threads, cracked display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is cracked. Reporter stated that a chip fell off from the insulin pump and they are concerned. Reporter mentioned that the insulin pump is working properly. Advised that the insulin pump will be replaced.